Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 22nd august 2025, it was reported by an arthrex employee via email that for 2 units of ar-7234c, fiberloop® #2, braided polyblend suture, blue, looped, with curved needle, 40'' (101,6 cm), 20'' working length, the nitinol wire broke from suture. This was detected during use in a bicep tenodesis procedure on (B)(6) 2025. The procedure was completed successfully with a mayo needle.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture tightening /tensioning.